Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, false upstream occlusion alarms were not reproduced. The device was found out of specification with respect to the reported alarms. The false messages were confirmed through review of the event history log and were found to be caused by cracks on the upstream sensor tail, which would make the pump more sensitive to upstream occlusion. The upstream sensor was replaced.